Event description:
Vns pt underwent lead replacement surgery due to suspected lead discontinuity. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the nature of the alleged lead discontinuity.